Manufacturer narrative:
Additional information: b5, g3.

Event description:
New information notes the while the hospital became aware of the infection on (B)(6)2021, the infection actually started on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital with a pocket infection. The patient's pacemaker and leads were explanted. The patient was in stable condition. Further information was requested, but not available.